Manufacturer narrative:
Analysis was normal. No anomalies were found. The diagnostic anomaly could not be replicated.

Event description:
It was reported that the patient presented in clinic experiencing pectoral stimulation, shortness of breath and fatigue. The physician suspected that the patient may have been experiencing pacemaker syndrome. Upon interrogation, the pulse generator exhibited backup operation and a diagnostic anomaly. The device was reprogrammed to address the backup operation as well as the pectoral stimulation. On (B)(6) 2017, the device was explanted. The patient was stable and following the procedure.